Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the channel a keypad select button is inoperative was confirmed by baxter service personnel. It was not indicated if the condition was duplicated. The root cause of this condition was determined to be a defective keypad as a result of fluid intrusion. The channel a keypad was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump in which the channel a keypad select button is inoperative. This condition was found before use of the device, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.